Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the interventional wire went into the subintimal space and an extravasation was noted. The physician made the decision to convert the procedure to a carotid endarterectomy (cea) to resolve the dissection. As of the date of this report, there was no report of patient harm.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the interventional wire went into the subintimal space and an extravasation was noted. The physician made the decision to convert the procedure to a carotid endarterectomy (cea) to resolve the dissection. As of the date of this report, there was no report of patient harm.